Event description:
It was reported that this patient presented to the emergency room for a ventricular arrhythmia with a report of shock by this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed device episode data and found that this patient was experiencing ventricular tachycardia (vt) then this ICD delivered anti-tachycardia pacing (atp) which accelerated the rhythm into the ventricular fibrillation (vf) zone. This ICD delivered one electric shock which converted the rhythm to normal. No additional adverse patient effects were reported. Currently, this ICD remains in service.